Manufacturer narrative:
The subject device is expected to be returned to an olympus service center for further evaluation. The device has yet to be received. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field service engineer found that the subject device would not insufflate. This was a newly installed system. The issue occurred when preparing the device for its first use during a procedure, prior to the start of the intended procedure. Troubleshooting was performed by using a different instrument and trocar and the tubing was changed, but the issue persisted. Another similar device was used to complete the intended procedure. There was no patient or user harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device evaluation could not confirm the insufflation event but found that the flow rate is not coming as per set values and is slow. This is due to a defect in the manifold unit. The manifold unit had a broken connector, which caused the flow rate could not be controlled by the main board hence the flow rate is low and consistent. The flow rate is not varying to maintain the set pressure value of the cavity. The manifold unit had a heavy dent and the power supply was loose. Loose screws were found inside the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the flow rate issue likely occurred due to a damaged manifold unit connector. The cause of the damage could not be identified; however, the connector seems to have been damaged due to external force. The cause of the loose screws likely occurred from external force. Per the evaluation, the manifold unit was found deformed which may have been damaged from physical impact. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "3.2 installation of the uhi-4 main unit, place the high flow insufflation unit on a stable, level surface. Otherwise, the high flow insufflation unit may topple down or drop, and user or patient injury may occur, or equipment damage can result. 6.7 storage of the high flow insufflation unit, foot switch, cylinder hose and medical gas pipeline adapter hitting the equipment with an object or handling it violently may cause malfunction. Always handle the equipment carefully." Olympus will continue to monitor field performance for this device.